Manufacturer narrative:
(B)(4). No samples received for evaluation. Customer indicated they are no longer having issues. We have no further inventory of the material/batch. We have no further complaints in the material/batch. A check of quality records shows no deviations related to the reported event. The complaint can not be determined.

Event description:
Customer states that most tubes are only filling 1/4 full. The issue is occurring with multiple employees. Straight needles are primarily used.